Event description:
It was reported that an explant occurred due to early battery life. It was noted possible premature battery life. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported device code no longer applies to this event. Analysis of stimulator serial number (B)(4) reveals no significant anomaly found and it was noted not in new condition.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v288569, implanted: (B)(6) 2009, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. B)(4).